Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
Device 1 of 2 - reference MFR. Report#: 3006705815-2017-07198. It was reported the patient¿s leads had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced.

Event description:
Device 1 of 2 - reference MFR. Report#: 3006705815-2017-07198. Follow up information identified and x-ray was taken and confirmed lead migration. In addition, the stimulation is on the wrong side thus surgical intervention may be pending to address this issue (reference MFR. Report: 1627487-2018-00081 and 1627487-2018-00082).